Manufacturer narrative:
Conclusion: scale required calibration.

Event description:
It was reported by service report that the bed exit alarm was only working intermittently. No pt involvement or adverse consequences were reported.